Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization procedure, a 4.5x28mm enterprise2 vascular reconstruction device (product code enc452812, lot number 9714820) was impeded in the proximal end of a prowler select plus 150/5cm microcatheter (product code 606s255x,lot number 31626346) and could not be advanced further. Upon attempting to retract the stent, it was found detached from the delivery wire within the microcatheter hub. Both the microcatheter (mc) and stent were removed from the patient, and new devices were used to complete the surgery. There was no reported patient consequence or adverse impact. Additional event information received on 09-dec-2025 indicated that the microcatheter did not kink/bent. There was no excessive force used with the devices. The procedure was not prolonged/delayed due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5x28mm enterprise2 vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was detached from the delivery unit. The distal end of the delivery wire was kinked. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The customer complaint regarding a stent being released was confirmed since the stent was noted as already separated from the delivery system; although in order to perform a functional test, the stent must be attached to the delivery wire and inside the introducer, the issue reported regarding the stent being impeded is confirmed based on the damaged conditions found on the distal end of the delivery wire. It is suggested that excessive force could have been inadvertently applied during the several attempts to advance the stent through the microcatheter, resulting in the kinked condition of the delivery wire. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9714820. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: - do not partially deploy the stent from the introducer. - do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. - confirm the tip of the delivery wire is entirely within the introducer. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization procedure, a 4.5x28mm enterprise2 vascular reconstruction device (product code enc452812, lot number 9714820) was impeded in the proximal end of a prowler select plus 150/5cm microcatheter (product code 606s255x, lot number 31626346) and could not be advanced further. Upon attempting to retract the stent, it was found detached from the delivery wire within the microcatheter hub. Both the microcatheter (mc) and stent were removed from the patient, and new devices were used to complete the surgery. There was no reported patient consequence or adverse impact. Additional event information received on 09-dec-2025 indicated that the microcatheter did not kink/bent. There was no excessive force used with the devices. The procedure was not prolonged/delayed due to the event.